Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a routine device check. Upon interrogation, the implantable cardioverter defibrillator displayed an alert for non-sustained right ventricular oversensing. The device was reprogrammed to store episodes for any further oversensing. The patient would continue to be monitored.